Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no patient involved and no reported patient injury, medical intervention, or adverse event in association with this event. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with an 810:11 failure code was confirmed by baxter personnel during product evaluation. The root cause was assigned to the air in line (ail) board being out of calibration. The air in line printed circuit board was recalibrated to correct this condition. Additional information: this issue is being investigated through CAPA. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.